Manufacturer narrative:
Investigation of needle returned showed deep instrument marks at the break site.

Event description:
Reportedly, during an unspecified procedure, the needle broke in half during the case. There was a delay of 45 minutes to find the needle. The needle was recovered. The hospital has no additional information to report. Account commented, there was no pt injury.